Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor pic communication error alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
No unexpected alarms noted during testing. The pump passed the self test and displacement test. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.